Event description:
"Will not turn off" was stated on customer repair request. On follow up, it was reported that this occurred during an anterior cervical procedure. Handpiece did not stop running when the trigger was released. There was no patient injury. The surgeon finished the procedure using the same handpiece.